Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The product was returned in a used and damaged condition. The returned product was examined. The flare was nicely formed but did show thinning on the edge indicating that it was pulled from the fitting with enough force to deform the material. The shaft of the sheath was flattened 2 cm and 3.5 cm from the flare. This product is shipped with IFU which includes the warning: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." And the precaution: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." The root cause was found to be excessive pressure. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
While attempting to gain femoral access in a standard manner via micropuncture through a scarred groin. The ansel was introduced over the wire. During either pulling out the dilator or doing a catheter exchange (tech couldn't remember) the proximal hub of the sheath came off and the patient started to bleed out of the proximal end. As they tried to remove the sheath to replace it with a new one, the patient became "combative" so the decision was made not to complete the procedure. All devices were removed and hemostasis was obtained. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. However, the patient is expected to return to complete the procedure.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
While attempting to gain femoral access in a standard manner via micropuncture through a scarred groin. The ansel was introduced over the wire. During either pulling out the dilator or doing a catheter exchange (tech couldn't remember) the proximal hub of the sheath came off and the patient started to bleed out of the proximal end. As they tried to remove the sheath to replace it with a new one, the patient became "combative" so the decision was made not to complete the procedure. All devices were removed and hemostasis was obtained. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. However, the patient is expected to return to complete the procedure.